Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon troubleshooting, fse measured the incoming voltages and powering on the mains disconnect. Actual cause was found to be with pd.assy.frontpanel boxed. Fse replaced the pd.assy.frontpanel boxed. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not boot up. This was outside of clinical use and there was no reported patient or user harm. Philips has started an investigation of this complaint.